Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) and the product release documentation were reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations no manufacturing related root cause could be identified. Considering the physicians description of the event, the root cause for the complaint event is most likely related to the handling during the procedure, i.e. The guiding catheter was not coaxially aligned which is warned against in the IFU. The treating physician rated the occurrence as both device- and procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
Three pk papyrus covered stents were used for treatment of a type iii perforation in the lcx. Stents #1 and #2 partially stripped off of balloon but were able to be removed. Stent #3 stripped off of the balloon in the coronary artery. It was ultimately retrieved via snare and removed, intact, from the body. The perforation sealed spontaneously with balloon tamponade alone. It is unsure which lot numbers relates to which stent. The other stents were reported separately.